Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received a for-failure analysis evaluation.

Event description:
It was reported by clinical sales representaive (csr) that he walked in mid procedure of a da vinci-assisted hiatal hernia procedure when staff encountered a broken vessel sealer extend instrument. The metal sealing surface of the internal part of the jaws became dislodged and the side of the metal plating was lifted up on the instrument. The instrument was still intact. The the csr stated that the surgeon had shown him the instrument when it was removed. He asked the surgeon if any part of the instrument broke of and fell inside the patient. The surgeon reported that nothing had come off and no fragment fell inside the patient. The procedure was completed with a back-up vessel sealer extend instrument.